Event description:
Event description guidant received information that this transvenous defibrillation lead was found to have an is-1 fracture at the changeout procedure of this patient's device. The rate/sense portion of the lead was capped and replaced. The shocking portion remains active.